Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the neuro sponge 1/2 x 1 1/2 reference (B)(4) fell apart and the doctor had to remove them piece by piece. All the material was removed and there was no patient injury.